Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the scope would not fit down the cannula. The scope was 10mm and would only go in a short distance. Another device was used to complete the procedure. There was no adverse consequence to the patient.